Event description:
It was reported by service report that the scale is inaccurate due to the load cells not being properly connected to the scale pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.